Event description:
It was reported that the pressure guidewire was used to perform an ffr measurement of the lad (left anterior descending) that was 50-75% occlusion but no tortuousness. After the ffr measurement, the wire was used as a guidewire for another manufacturer's ivus catheter. After ivus, when attempting to remove the catheter, it became jammed with the pressure guidewire. Both catheter and guidewire were removed from the patient together as one unit. Another pressure guidewire was used and the procedure was completed. There was no adverse event or patient injury reported. This is being reported as a notification only. It is volcano's policy to report all cases where volcano device potentially causes removal or exchange of the guidewire or guide catheter.

Manufacturer narrative:
(B)(4). The pressure guidewire was returned to the manufacturer for evaluation. Upon receiving the device, visual and microscopic inspections were performed. Since the corresponding connector was not returned with the device, no functional testing was performed. During evaluation, it was observed that the pressure guidewire was still attached/twisted to another manufacturer's ivus catheter. The pressure guidewire hypotube was kinked at multiple locations. The pressure sensor was intact and the distal tip coil was bent. When carefully examined, no parts were noticed to be missing from the pressure guidewire. There was no wire separation, unraveling or fraying of the distal tip. No sharp edges protruding were observed. The damage observed on the returned pressure guidewire was likely due to the excessive force ore manipulation applied during use. During the evaluation of the catheter, no visual damage was observed and when flushed no leak was observed. Further information revealed that the doctor's handling could have contributed to the event. The manufacturing documentation for the returned device was reviewed and the device met all quality and manufacturing release criteria. This is being reported as a notification only. It is volcano's polity to report all cases where volcano device potentially causes removal or exchange of the guidewire or guide catheter.